Manufacturer narrative:
The device was manufactured from may 17, 2019 - may 21, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed, and the flow rates were found to be within the product specification. The infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume infusor. The no flow was discovered after filling the device prior to patient use. There was no patient involvement. No additional information is available.